Event description:
It was reported that during an unspecified surgery at l4-l5, upon final tightening of the driver it got tight and broke at the distal end in situ. The set screw did not break off. No patient complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.